Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to the lcd board. The insulin pump was received missing endcap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display screen on the insulin pump is blank. The customer indicated that the battery and the battery cap was changed but the screen display did not return. The customer was advised that the device would be replaced. No further information was provided.